Event description:
During maintenance of the heart lung console, the central control monitor (display) of the heart lung console did not permit the activation of one of the touch screen controls. Manual control of the system pumps and alarm sensors continued to be available through local controls. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation is in progress, but no conclusions have been drawn.